Manufacturer narrative:
Correction - pacing problem has been removed in h6 codes.

Event description:
It was reported that the patient presented in clinic for follow up with underpacing exhibited by the right atrial lead due oversensed noise. The lead was explanted and replaced. The patient was in stable condition.